Manufacturer narrative:
Visual inspection: no product was returned. Product inspection: as no product was returned or lot no provided it was not possible to perform a product inspection or review of the product history sheet to confirm if the product was mfg within specifications. Conclusion: no conclusion can be drawn.